Event description:
It was reported that cadd legacy pump was alarming "no disposable". Pump won't run. Patient had interruption of therapy.

Manufacturer narrative:
The device was returned and visual inspection revealed housing intact. The reported event was not confirmed. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Pump was displaying "no disposable" alarm message in the event history log. Investigation found and issue with downstream occlusion sensor and it was replaced.